Manufacturer narrative:
Product event summary: the delivery catheter was returned in two pieces and analyzed. Analysis indicated the shaft of the delivery catheter was spiral slit. The catheter shaft was torn. The mechanical operation of the catheter shaft was separated from the hub. The splitting was not slit on the center of hub of the delivery catheter. Visual analysis of the catheter indicated damage during use. The analyst noted spiral slitting led to the catheter being broken into two pieces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure whilst slitting the delivery catheter, the white hub separated from the shaft. The shaft later engaged and the slitting process completed without issue. No patient complications have been reported as a result of this event.